Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrode probe when firing the laser fiber the device became wrapped/looped on the drape and it caught fire. The event occurred during a therapeutic cystoscopy with laser lithotripsy procedure. There were no reports of patient harm.

Event description:
It was reported the electrode probe when firing the laser fiber the device became wrapped/looped on the drape and it caught fire. The event occurred during a therapeutic cystoscopy with laser lithotripsy procedure. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: h2, h3, h4, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.